Manufacturer narrative:
Items returned for evaluation: pusher, implant, introducer, dispenser hoop. Items not returned for evaluation: shrink lock, microcatheter, v-grip. The visual analysis of the returned items found the proximal connector kinked, the hypotube bent at the warning mark area, the pusher bodycoil slightly stretched and wrinkled at the proximal section, and the implant still attached to the pusher, severely stretched, and broken at the distal section. The distal portion of the implant was not returned for evaluation. The investigation of the returned coil system found the proximal connector kinked, the hypotube bent at the warning mark area, the pusher bodycoil slightly stretched and wrinkled at the proximal section, and the implant coils severely stretched and broken at the distal section, which is consistent with the alleged product issue. The broken condition of the implant is consistent with the device experiencing excessive force that exceeded the device's tensile strength, resulting in the implant breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged premature separation as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported the coil was difficult to push in the microcatheter, and when the microcatheter was removed, found the coil had stretched and disconnected. After they replaced the microcatheter and coil, the procedure was completed. Patient status reported to be ¿normal¿.